Manufacturer narrative:
The event date is an estimated date. Please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were unable to turn on device and there was worsened cervical dystonia symptoms. Approximately three days post-operatively, the patient began to notice more significant head tremor and neck pulling. She interrogated the device and noticed that therapy was off. When the patient attempted to turn the device on, the patient experienced an extremely uncomfortable jolting sensation and turned the device off. The patient developed significant difficulty standing and walking due to worsened cervical dystonia symptoms. During the clinic visit in september 2020, the patient stated their head tremor has improved.